Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an injury in a female patient who used poligrip denture adhesive cream (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using poligrip. At an unknown time after starting poligrip, the patient experienced neurological injuries. At the time of reporting, the outcome of the event was unknown. Follow up information was received on (B)(6) 2010 via medical records. On (B)(6) 2008, the patient complained of numbness and decreased sensation in her fingers and was diagnosed with neuropathy. On (B)(6) 2008, the patient complained of neck pain, extremity numbness when she put her head down and of her whole body begin numb for three weeks. The patient was diagnosed with neck pain and radiculopathy. On (B)(6) 2008, the patient complained of numbness from the knees to toes. On (B)(6) 2008, it was reported the patient underwent electromyography and nerve conduction studies that were normal. There was no evidence of a neuropathy, plexopathy or radiculopathy. There was no evidence of spinal cord impingement. On (B)(6) 2008, it was noted that the patient's symptoms began on (B)(6) 2007 with numbness of the toe and "feet falling asleep." After that her right foot went completely numb. When she began to flex her neck, she felt that her entire body was numb. On (B)(6) 2008, the patient continued to have waxing and waning symptoms of bilateral lower extremity tingling paresthesia. On (B)(6) 2009, all tests performed were negative to indicate a cause for the patient's neuropathy. The patient was diagnosed with idiopathic neuropathy. The patient's b12 level was low and oral correction started. On (B)(6) 2009, the patient complained about swelling in the lower extremities, as well as stumbling and falling at times. Paresthesias and depression were improved with cymbalta. On (B)(6) 2009, it was reported the patient had x-rays and a magnetic resonance imaging of the neck that showed herniated and degenerative disc disease of c5 to c6 and c6 to c7. The patient eventually had a diskectomy on these levels on (B)(6) 2008 and had resolution of her bilateral upper extremity numbness and electrical sensations in the neck. The patient had some improvement after six months of vitamin b12 replacement, but was still on gabapentin. On (B)(6) 2009, the patient was worked up for heavy metal toxicity due to a bone marrow study which showed ringed sideroblasts but without dyserythropoietic changes and given her significant gait disturbance. A ceruloplasmin level was markedly low at less than 6.0 (normal 16 to 66 mg/dl), but a 24 hour urine collection for copper excretion was in the normal range. On (B)(6) 2009, a copper deficiency and an elevated zinc level had been confirmed. The physician felt this was due to the poligrip that the patient used. The patient was started on oral copper and her counts came up within the week. She was feeling well but had noticed no improvement in her gait as of yet.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2010-00128. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).